Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported that the pt has not had stimulation in over six months. The ipg is allegedly unable to communicate with his charging system and programmer. The pt reported that he turned off the ipg approx (B)(6) ago when he lost communication. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.